Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer had low blood glucose (bg) levels (52 mg/dl). Reportedly, low bg levels are due to the customer accidentally over estimating the amount of carbohydrates being consumed when requesting a bolus, and subsequently delivered a larger than needed bolus. Customer ate fruit snacks to address low bg levels. Customer reported the pump will continue to be used for insulin therapy.